Event description:
It was reported that a spectrum pump alarmed air-in-line. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the air-in-line alarms caused by low ultrasonic readings. The low readings were a result of a failed ultrasonic sensor. The ultrasonic sensor was replaced.